Event description:
A 3.0 x 22 mm resolute integrity drug-eluting stent was implanted in the lad. Kissing balloon technique was then performed in the lad and diagonal branch using a 2.5 x 15 mm sprinter legend balloon and the balloon of the 3.0 x 22 mm resolute integrity delivery system. A diagonal proximal dissection was observed, compromising flow. The physician assessed that the dissection was due to the kissing balloon technique and was not related to the devices. A 2.5 x 22 mm resolute integrity stent was advanced to the proximal segment of the diagonal to treat the dissection. The balloon of the 2.5 x 22 mm device was inflated to 10 atm. Contrast was observed in the diagonal and da (outside the balloon), which indicated a balloon rupture had occurred. The dissection was successfully treated using a 2.25 x 18 mm resolute integrity stent. Patient status post procedure was reported as ok and no other clinical sequelae were reported. Evaluation summary: procedural images were provided for review. The images show a lesion in the lad and diagonal branch. A stent (rsint30022x) is positioned and deployed in the lad. Kissing balloon technique is performed and following this a dissection can be seen in the diagonal branch. The following image shows a stent, most likely the rsint25022x, positioned in the diagonal branch to treat the dissection. There are no images of balloon inflation but contrast can be seen around the stent and distal to the balloon/stent. Another stent (rsint25018x) is successfully positioned and deployed in the diagonal branch. The degree of stenosis is significant.

Manufacturer narrative:
(B)(4). Results: dissection. Root cause of dissection is most likely procedural related. Lesion was not pre-dilated. Conclusions: dissection. Root cause of dissection is most likely procedural related.